Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 35 mg/dl with loss of consciousness, difficulty speaking, unsteadiness when standing or walking, confusion, and cognitive impairment. The reporter noted the patient was treated in an emergency room with intravenous fluids, intravenous glucose, glucose tablets/gel, and food and drink; they remained on pump therapy, and the pumps settings were not recently changed. It was reported the bolus history did not match the bolus history in the total daily dose. This complaint is being reported because the reported health event was attributed to a pump malfunction.